Event description:
It was reported to tyco healthcare/kendall on 03/05 that a customer had a problem with the foley catheter tray. According to the customer "the pre-connected closed system foley catheters are not draining appropriately. It appears the during is the source of the problem. When tested by infectioys disease department, the tubing looped over itself, causing the system not to drain the water through the tubing properly. Once tubing was staightened out, the system drained appropriately. One of the nurses stated that a pt had a ultrasound and was found to have 700 cc's of urine in the bladder despite having one of these foleys in place. The staff expressed concern about the potential for uti's and bladder injuries caused by system not draining properly."